Manufacturer narrative:
Additional information: upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made a mistake. The patient was hospitalized on the same day as the onset. On an unreported date, the patient was treated with vancomycin injection (1 gram, on alternate days, route not reported) and gentamicin injection (80mg, twice a day, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized, antibiotic therapy was ongoing, and the patient was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. Dianeal 1.5% pd2 and extraneal pd2 (B)(4).this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.